Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. The patient was hospitalized due to fever and detected crp from blood test was high. There was wound exudate around the pocket. On (B)(6) 2017 the pacemaker system was removed and antibacterial agent was administered.